Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml baclofen at 123 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had their pump replaced on friday [(B)(6) 2016] and was admitted to the emergency room (ER) due to withdrawal symptoms. The event date was noted to be (B)(6) 2016. It was then reported that the patient was ordered to have an MRI on (B)(6) 2016. A rep came to the hospital to check the pump and see if a motor stall had recovered post-MRI. The MRI occurred at 10:30 am and it was currently 2:30 pm. The rep was then advised to re-check the logs periodically.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider and a business partner. It was stated that the perceived withdrawal was not actually a withdrawal but a flare up of the patient's multiple sclerosis. The outcome and treatment used on the patient were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.